Event description:
During the procedure the physician intended to use an endeavor resolute rx device to treat a lesion with 95% stenosis in the lad. The device could not pass the lesion, which had been pre-dilated. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician used a new device to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. No patient injury noted. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th and 7th distal stent segments were pinched. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (target lesion exhibited 95% stenosis). Inherent risk of procedure (stent deformation). Deformation issue. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (target lesion exhibited 95% stenosis). 9612164-2015-00226 .